Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. Reportedly, the pump battery dropped down to 10% after being disconnected to a power source. Pump data logs were not available for review by tandem technical support. The customer's blood glucose level was 150 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.